Event description:
It was reported that the admiral xtreme was used after its expiry date. The device was prepped according to the instructions for use with no issues identified, and the procedure was completed in a regular manner. No damage was noted to the packaging, and there were no issues when removing the device from the tray. It was later discovered that the product had been used after its expiry date. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.